Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the reported erbe issue occurred intermittently during the procedure. The same erbe was able to be used to complete the procedure and was eventually replaced by the field service engineer.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system and on startup unit displayed c-34 hf voltage. The probable root cause is attributed to a low voltage detected on start-up hf voltage measurement due to an electrical component failure in the iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 displayed on the generator. The customer power cycled the generator and changed the monopolar energy cord, but the issue remained. There were no reports of patient injury.